Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert noted during testing or in the device trace download. However, device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump display was blank it would not come back on. The customer stated that they were having problems with the insulin pump battery. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the contacts on the battery cap were not missing or damaged. The insert battery alarm displayed on the pump screen. The customer stated that the insulin pump was not been dropped or bumped recently. The customer stated that the insulin pump was not been exposed to moisture recently. The display returned after the insulin pump restart. The customer stated that the customer tried a battery cap of another insulin pump but still they had issues. The customer reported that the batteries were not lasting and would last only for 3 days. The customer received the low battery alarm and they changed the battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.